Manufacturer narrative:
Discarded by customer.

Event description:
It was reported that the device fell apart into pieces when it came out of the sterilizer. If a piece were to fall off during a procedure it could lead to an infection. There was no known patient involvement or procedural delays were reported to have taken place.